Event description:
Customer states that the device is reading low. They tested their blood glucose and received a result of 230mg/dl. They took their insulin based on the device result. They were feeling ill and were vomiting. They were taken to the hosp and about 30 minutes later a blood glucose test was taken with a result of 430mg/dl. The customer was given an IV. No controls were in use. A request was made for the return of the suspect device and replacement products were sent.